Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic lower anterior resection, during the end-to-end anastomosis, the device was difficult to remove from the cavity after firing. The surgeon slowly manipulated the stapler was able to remove it with the donuts intact. There was no patient injury.